Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient presented remotely to the clinic for a follow up. Interrogation of the pulse generator noted that the pulse generator had dropped sensing value. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.